Manufacturer narrative:
Intuitive followed up and confirmed that there were no missing material/damage. There was no fragment that fell inside the patient. Patient has not returned due to any post-surgical complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The monopolar curved scissors (mcs) was found to have a broken grip tip at the midpoint of grip. A piece approximately 0.0320" x 0.0360" was found to be broken off. The broken piece was not returned with the instrument. The probable root cause of the broken grip tips is attributed to the excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument's tip was broken. There was no report of patient involvement.